Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was a part of a field safety notice and the patient was concerned about the risk of their device not performing as intended. Due to this concern, the patient desires device removal and replacement. Since implantation, the patient reported experiencing twitching in their chest, dizziness and shortness of breath. No additional adverse patient effects were reported. This device remains in service.